Event description:
It was reported that after aspiration of thrombus, the 2.5x15 mm tenku balloon catheter was prepared per the instructions for use and advanced. Some resistance was noted with the moderately tortuous, heavily calcified, concentric, de novo lesion in the mid right coronary artery and the balloon catheter failed to cross the lesion. A non-abbott balloon catheter was used to successfully. The tenku balloon catheter was then advanced to the lesion again for additional dilatation, but the balloon ruptured at 10 atmospheres (atm) during the first inflation. The tenku was removed without issue. A new balloon catheter was used to complete the procedure. The physician commented that the balloon ruptured due to the heavily calcified lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Concomitant product: guide wire: sion blue; guide cath: taiga sr 4.0. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.